Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the pump indicated power failure. Further after the appearance of the error, the flow rate could no longer be regulated. There was no harm for patient, operator or third party. The surgery was finished successfully with a replacement of the device. It was not necessary to switch the surgical technique or do a second surgery. Update 09-aug-2023 nen: further information revealed that this event occurred during a left knee surgery. The tubes which were used in this inside are from another manufacturer (meise medizintechnik). The settings of the pump were 70mmhg / 100%. A clamp test was performed prior to this event.

Manufacturer narrative:
Complaint is confirmed. Functional testing reveals the motor is noisy and worn out when turned on. The pressure setting was unable to be set up, it went low automatically. There was no alarm from the device. Upon visual investigation, scratches around the device and the latch door have nicks around the edges. The device manufacture date is 2015-01. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.